Event description:
During the atrial tachycardia procedure, communication issues resulted in procedural delays. The catheter was replaced. And the procedure was completed with no adverse consequences to the patient. While using ensite x, when the catheter was inserted into the heart and connected to tactisys. It was noted, that the se sensor of the catheter was not recognized on the se indicator. No damage or bent pins were noted in the catheter connections or cables. The extension cable was replaced. And ensite piu was restarted, but with no resolution. The catheter was replaced. And the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 17-18 and the sensors met specifications for acceptable resistance values with no open or short circuits detected. Additionally, the catheter was successfully connected to and recognized by an ensite x system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue remains unknown.